Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The cause of death was sepsis and myocardial infarction. No further information was able to be obtained regarding the source of the sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.